Event description:
It was reported to target that during a embolization of the r. Coronary-r. Pulmonary artery fistula a coil got stuck in a catheter. The catheter split and contrast leaked. The pt condition was good after intervention.